Event description:
Boston scientific received information that this right atrial lead was explanted and replaced due to a lead dislodgement. In addition to the dislodgement, diaphragmatic stimulation, undersensing, and loss of capture due to high pacing thresholds were noted. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Induced damage was noted along the lead body due to a cut in the insulation that likely occurred during the procedure. Resistance were completed to assess lead electrical performance and integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and electrically the lead met specification.

Manufacturer narrative:
The lead was explanted and will not be returned for analysis as it was sent to pathology. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.